Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -11.5/1.5/095 (sphere/cylinder/axis) tore/ broke during injection/ delivery into the patient's left eye (os) and also implanted upside down. The lens was implanted; removed on (B)(6) 2022. A replacement lens was later implanted of the same model/size and power. The replacement lens resolved the problem.

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).